Event description:
It was reported that while using 35 bd vacutainer® sst¿ blood collection tubes, the caps came off before centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-jun-2025. Investigation summary bd received 15 samples for investigation. These 15 returned samples were subjected to functional tests, and none showed the reported defects. Additionally, 29 retained samples were tested, out of which 9 of 29 failed testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 35 bd vacutainer® sst¿ blood collection tubes, the caps came off before centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.